Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for cybersecurity upgrade. Transcripts revealed that the wand lost contact and the implantable cardioverter defibrillator went into backup vvi. High voltage therapy output was disabled during the upgrade. Patient was symptomatic during attempted upgrade. The device was reprogrammed and the issue was resolved.

Event description:
New information received stated there were no patient consequences after device reprogramming.